Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that during the implant procedure, the device's set screw "would not work." The device was removed and replaced. No patient complications have been reported as a result of this event.